Event description:
Same case as: 2134265-2014-04473 and 213422134265-2014-04420. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous middle of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with an ilab ultrasound imaging system. Manual pullback was performed with good image. Automatic pullback was attempted but the catheter never started. Upon reconnection of the catheter, image was no longer noted. The procedure was then completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).